Event description:
It was reported "had a PICC line that was leaking from the inside the connector hub from the bottom." The PICC line was removed and replaced with a new one. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "had a PICC line that was leaking from the inside the connector hube from the bottom." The PICC line was removed and replaced with a new one. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The complaint of an extension line leak was confirmed through analysis of the returned sample. The customer returned 2-l PICC catheter for analysis. Definite signs of use were observed on the catheter body and extension lines. It was additionally noted that the catheter body intentionally severed. Visual analysis of the catheter revealed a hole in the extension line adjacent to the proximal luer hub. The remainder of the extension line was secured inside the luer hub. The measurement of catheter body length from the juncture hub to the severed end was not within the specifications per product drawing, which indicates that some part of the catheter was severed and not returned. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter was flushed with lab inventory ars, and leaking observed at the location of the proximal luer hub. A device history record review was performed with no relevant findings. Based on the appearance of the damage, the probable root cause is manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.